Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call was inoperative. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the nurse call button on left siderail not responding when pressed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013-2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left caregivers membrane control on the siderail to resolve the issue. Based on this information no further action is required.